Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a review of a remote monitoring transmission, high pacing impedance was noted on the right ventricular ( rv) lead. Reprogramming was indicated to have occurred to change the pace/sense vector at some point in time. It was also noted that there was far field r-wave oversensing occurring on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.